Event description:
The customer reported having high blood glucose for the past days. The customer stated that the infusion set was changed and it was not functioning. The customer was feeling sick and nauseated. The customer stated that she have an injection to treat. Later, the customer's friend called and reported that the customer was admitted in the emergency room for diabetes ketoacidosis and high blood glucose. The blood glucose reading was over 600mg/dl. Troubleshooting was performed, and the insulin pump alarmed button error. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.